Manufacturer narrative:
The technician isolated the issue to loose wire in the power cord. He replaced the power cord to repair the bed.

Event description:
Info received indicates the technician found the ground reading was too high when testing the bed.